Event description:
It was reported that following a previously reported revision (MFR #3006630150-2022-07646) the implantable pulse generator (ipg) could not communicate with the remote or clinician programmer (cp). It was reported that during the previously reported revision procedure a plasmablade was used to cut the leads free of scar tissue that had formed in the ipg pocket. Communication difficulty did not resolve with charging or troubleshooting efforts. The patient underwent another revision procedure where the ipg was replaced and did well postoperatively.

Event description:
It was reported that following a previously reported revision (MFR #3006630150-2022-07646) the implantable pulse generator (ipg) could not communicate with the remote or clinician programmer (cp). It was reported that during the previously reported revision procedure a plasmablade was used to cut the leads free of scar tissue that had formed in the ipg pocket. Communication difficulty did not resolve with charging or troubleshooting efforts. The patient underwent another revision procedure where the ipg was replaced and did well postoperatively.

Manufacturer narrative:
Analysis of the returned implantable pulse generator (ipg) revealed the device could not be charged despite multiple attempts, nor was it able to link to a known working remote or cp. The electrical test revealed that the quiescent current was above the expected range and the resistance across the voltage high node was below the expected range; with thermal imaging revealing a hot spot at the application-specific integrated circuit. This type of damage is typically caused by exposure to high voltage transients or high radiofrequency energy such as that produced by the plasmablade used in the previously reported revision procedure. Additionally, a review of the instructions for use (IFU) revealed that medical therapies or procedures such as lithotripsy, electrocautery, external defibrillation, radiation therapy, ultrasonic scanning, and high-output ultrasound may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device. The IFU further states that every effort should be taken to keep fields, including current, radiation, or high-output ultrasonic beams away from the ipg.